Event description:
Boston scientific received information that during a device change-out procedure for normal battery depletion, the physician experienced difficulty loosening the atrial set screw even with multiple wrenches. When the physician pulled the atrial lead from header, the lead unspiraled. The existing ra lead was surgically abandoned and a new ra lead was successfully implanted. It was later noted that the left ventricular (lv) lead pin had also not been entirely removed from header. The existing lv lead was surgically abandoned and a new lv lead was unable to be implanted due to patient anatomy. The lv port was plugged on the new implanted device. Dried blood was observed in both the ra and lv ports of the explanted device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.